Event description:
It was reported that during a breast biopsy procedure, after successful initializing and after inserting the needle into the breast and trying to take tissue samples, the cutter of the needle suddenly stopped working. The needle was stuck. After retracting the needle and restarting the procedure, the same happened with the second needle. Error message "l3-027" was displayed. The procedure was then aborted.